Event description:
This procedure is part of create pas: pre-discharge an ipsilateral tia was reported. The patient was given morphine, tylenol, and given a CT scan. The tia was resolved on (B)(6), 2012. Please reference MDR 2183870-2012-00128 for the protege rx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Discarded.